Event description:
It was reported that about a month prior to the report the patient had woken up with a shock going across their spine, from one side of their back to the other and heard a snap. The patient reportedly thought it was their stimulator and the shock stopped and had not happened again at the time of the report. It was noted that the patient was implanted to help with the pain symptoms from their coronary artery vessel spasms in their chest. It was also reported that there was a shocking or jolting sensation. It was also noted that the patient was able to use their stimulation over the last month and there were no falls or traumas reported. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
Additional information received reported, the patient had cancelled numerous appointments with their health care provider (hcp) or manufacturer representative so the patient outcome and cause of the event are unknown.